Manufacturer narrative:
Unit received with non-flashing white lcd due to cracked chip edge glass near lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to display anomaly. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a flashing, white display with a red, flashing light. Blood glucose level at the time of the incident was 125 mg/dl. Caller stated that the device had been dropped. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.